Manufacturer narrative:
The manufacturing location was unknown. Device manufacture date: the device manufacture date is unavailable. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that top trigger of the small battery drive device was sticking. The reported event did not occur during surgery. There were no delays to a scheduled surgical procedure. A spare device was not available for use. There was no human patient involvement as this was a veterinary case. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event is unknown although the reporter stated that there have been issues with the device since (B)(6) 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to worn components from usage wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.